Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer reported that the sensor was not working correctly. The customer reported low readings due to the physical activity at work and decline to troubleshoot for the low readings. The insulin pump was not returned for analysis.